Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose level of 410 mg/dl and diabetic ketoacidosis of 800. The customer experienced symptoms such as vomiting so she called ems. The customer was in ICU. The customer stated they were feeling sick to their stomach and began drinking water. The customer stated they had just received a new insulin pump but were waiting to meet with the healthcare professional to set up the settings. Blood glucose at the time of the admission was unknown. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be replaced. The insulin pump will not be returned for analysis.